Manufacturer narrative:
Additional information was received that after replacement of the motor control (mc) printed circuit board assembly (pcba), the machine and proximal pressure sensor failed message recurred in conjunction with additional diagnostic codes, including 35 volt (v) supply failed, ovp (over voltage protection) circuit failed, 5 v failed, and 3.3 v failed. Review of the device log concluded all errors were due to a 35v supply failure. The philips remote service engineer (rse) determined replacement of the pm pcba was necessary. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp reported the pm pcba was damaged with a burnt chip. The pm pcba was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a machine and proximal pressure sensor failed message on the v60 ventilator. The issue occurred at post (power on self-test); the device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme initially replaced the cable from the data acquisition (da) printed circuit board assembly (pcba) to the motor control (mc) printed circuit board assembly (pcba) and the da pcba, but the issue persisted. The bme reported the mc pcba was then replaced which resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.